Manufacturer narrative:
Operator error: the end user drove the power wheelchair onto the train tracks. Hoveround was not given access to the power wheelchair to conduct an evaluation. Hoveround's owner's manual warns "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass," and "[t]o avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user drove the power wheelchair onto the train tracks.